Event description:
The procedure was coil embolization for internal iliac artery (prior to aaa stent graft). There was no calcification. No info on vessel tortuosity and the rate of stenosis. Two orbit coils (637cs1630, 13470627 x2) were used as 2nd & 3rd coil. The 4th orbit coil (637cs2030, 13455966, pi #1) got stuck in the micro catheter (prowler lp es straight) during the delivery. The coil was removed together with catheter as a unit. As the guide wire (radifocus, terumo) could not be inserted into the angiographic catheter, the catheter was removed from the pt. The previously implanted coil of 637cs2630 (3rd coil, pi #2) was found unraveled and was stuck in the angiographic catheter. Following 5 orbit coils (637cs1030, 13471227 x 5) were delivered but one of them (pi #3) got stuck in the micro catheter. The coil was removed from the pt. When cracked around the target lesion, a piece of unraveled coil was found in the external iliac artery. The coil was overlapped by the stent graft (details unk) and the procedure was completed successfully without pt injury. The micro catheter was not reshaped.

Manufacturer narrative:
All the products were stored and prepped per (IFU) instruction for use. After removal from the package, the products were not damaged. Prior to inserting in the pt, the microcatheter (prowler select lp es unk lot and catalog number) distal tip was not re-shaped. The microcatheter was not damaged. The guide wire (radifocus, terumo) experienced resistance while being inserted into the diagnostic catheter (detail unk), not with the micro catheters. A constant flush was maintained and adjusted for all the microcatheters. Product #2 orbit complex std 16x30, the coil prematurely detached in the microcatheter. Product #3 did not separate, but just stuck in the catheter and removed entirely. Product #2, separated, and attempts were made to remove but were unsuccessful. So, the separated coil was found in the catheter and removed successfully. No info could be obtained on how the piece could be left. During the events, after the coils had the issue of impeded, all the products were removed from the pt without remaining in the pt's body. Additional info will be submitted within 30 days of receipt.